Event description:
New information received notes that the perforation was assumed to be caused by the rv lead.

Event description:
It was reported that the patient was presented for system explant due to infection. During the explant, externalized conductors were noted on the rialta lead. The patient was stable post-procedure. The lead will be returned to abbott.